Manufacturer narrative:
H10: during evaluation of the device, the philips service engineer (se) reported that the issue was not confirmed. The se reported that there was no record of alarms relevant to a malfunction in the event log. Since the customer alleged that no alarm sound had been annunciated at the time of powering on, the power management (pm) printed circuit board assembly (pcba) could be faulty. The pm pcba will be replaced to prevent recurrence.

Manufacturer narrative:
H10: the service engineer reported phenomenon was not duplicated. Upon the customer's request, the repair was cancelled, and the device was returned unrepaired.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm during start up, and then continued ringing after the device powered on. The device was in clinical use when the issue occurred, there was no medical intervention required, and no delay in therapy was reported. The device was replaced with another v60. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).